Event description:
Product analysis was performed on the suspect generator device. The initial data download shows that a reboot occurred on (B)(6) 2025, which correlates to the date of explant (B)(6) 2025. Vbat low volts of 1.92v was also seen on (B)(6) 2025, correlating to explant. An interrogation (therapy disabled), system diagnostic test (therapy enabled), and a wandcomm diag were performed. The device output signal was monitored for 24 hours and a comprehensive electrical evaluation (shows an ifi=no condition) was performed. Burn marks were seen on the generator case, indicated the device may have been exposed to an electrocautery tool during explant, which could have been a contributing factor to the allegations in the file. Other than the reboot event, no anomalies were seen and the device performed according to functional specification. Product analysis worksheet was reviewed and no anomalies were seen. Wandcomm data was reviewed and no anomalies were seen. Data dump was reviewed and showed the reboot occurring on (B)(6) 2025, as previously mentioned. The last impedance change occurred on (B)(6) 2025 from 12315 ohms to 13228 ohms on (B)(6) 2025. High impedance was seen during implant on (B)(6) 2025 (12463 ohms) and (B)(6) 2025 (12315 ohms). The high impedance is further reported in MFR report #1644487-2024-01566.

Event description:
It was reported that the patient previously underwent a generator replacement due to high impedance and a full revision was scheduled for a later date. Additional information was received that the patient presented for the revision where high impedance was seen in pre-op. During surgery, generator diagnostics were performed and were seen to be within normal limits. The generator was also seen to be at eos and was replaced, but high impedance was still seen. It was then seen that there was a kink in the lead and it was also replaced. It was not confirmed whether electrocautery was used during surgery. The suspect generator has been received and is awaiting completion of product analysis. The reports regarding the suspect lead are housed under MFR report #1644487-2024-01566. MFR report #1644487-2025-00204 will house the suspect generator malfunction.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or "malfunctions". These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.